Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. In spite of receiving a picture we have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were (B)(4). Final conclusion: without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes avaiable a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn quick suture. The client reported that when open the package, he found that the needle was already separated from the thread. There is no information about the patient or the surgery since the defect was found before the application of the product.